Manufacturer narrative:
The reported lot number 27566180 does not match with the reported suspect device upn and the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when the needle was extended, the tip broke and fell into the patient. It was reported that the technician extended the needle before the device was out of the scope; therefore, hitting the elevator which was in the up position. The detached needle was successfully retrieved using another device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.